Event description:
The patient was initially implanted with an afxs bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure the physician determined there is a possible type 3b endoleak and the graft appears twisted. The patient currently has other medical complications not related to the aaa. The patient is currently being monitored and once they are healthy, the physician will schedule an intervention.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2. Device remains implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak and buckling of the afx2 bifurcated stent graft is confirmed. This is consistent with the reported adverse event/incident. Due to a lack of the pre-computerized tomography imaging clinical evaluation was unable to identify the contributing factors for the type iiib endoleak and buckling of the afx2 bifurcated stent graft. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported being stable and pending reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was initially implanted with an afxs bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure the physician determined there is a possible type 3b endoleak and the graft appears twisted. The patient currently has other medical complications not related to the aaa. The patient is currently being monitored and once they are healthy, the physician will schedule an intervention. After the initial report, additional information was provided reporting that reintervention was completed with the implant of the alto stent graft system, and two (2) ovation ix iliac limbs. The possible type 3b endoleak was successfully sealed. The final patient status was reported to be discharged home one day post-reintervention.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak, buckling of the afx2 bifurcated stent graft, and secondary endovascular are confirmed. This is consistent with the reported adverse event/incident. Due to a lack of the pre-computerized tomography imaging clinical evaluation was unable to identify the contributing factors for the type iiib endoleak and buckling of the afx2 bifurcated stent graft. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported being stable and pending reintervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H6: health effect - impact code - removed code 4648. H6: medical device problem codes - removed code 3190.